Manufacturer narrative:
(B)(4). It was reported during an atrial fibrillation (afib) procedure the variable segment of the lasso 2515 variable circular mapping catheter remained constricted and would not return to its original shape. The catheter was "stuck" in the 15mm position. The physician was unable to change the size of the loop of the catheter. This issue was found while in the left atrium of the patient. The physician did not have any issues removing it from the patient. The procedure was completed with cryo, as originally intended. There was no patient injury reported in this case. Upon receipt, the device was visually inspected and it was found in normal conditions. Then per the reported event, a deflection test was performed and the catheter passed all tests. However, the catheter failed the contraction test. The catheter was dissected and it was found that the puller wire from the contraction mechanism was broken causing the issue. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint has been verified.

Manufacturer narrative:
(B)(4).

Event description:
It was reported during an atrial fibrillation (afib) procedure the variable segment of the lasso 2515 variable circular mapping catheter remained constricted and would not return to its original shape. The catheter was exchanged and the case resumed. Upon request, additional information was provided by the bwi field representative. The procedure was a pvi with cryo. The lasso 2515 variable circular mapping catheter was "stuck" in the 15mm position. The physician was unable to change the size of the loop of the catheter. This issue was found while in the left atrium of the patient. The physician did not have any issues removing it from the patient. The procedure was completed with cryo, as originally intended. There was no patient injury reported in this case.